Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an aortic valve replacement on (B)(6) 2016 and suture was used. During the procedure, the needle created trauma and caused bleeding at the site of the needle. Additional sutures were required to achieve hemostasis at the needle sites. Another like device was used to complete the procedure. Additional information has been requested.